Event description:
It was reported that the gastrointestinal videoscope had an object stuck in the lumen and suction valve that could no be removed. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: suction channel is blocked due to a damaged titanium clip, which rendered the suction valve unremovable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.